Manufacturer narrative:
One swan-ganz catheter was received for evaluation with a monoject 1.5cc limited syringe. No contamination shield or introducer were returned with the catheter. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no errors observed. The thermistor read 37.0 c when submerged into a 37.0 c water bath. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. The balloon inflated clear, concentric and remained inflated for more than 5 minutes. All through lumens were tested for patency and no leakage or occlusion was identified. No visible damage was observed on the catheter body or returned syringe. Visual examinations were performed under 10x magnification. The complaint of "cco readings moved up and down" could not be confirmed during the analysis. No damages or defects were noted on the catheter. It could not be determined if other procedural factors, such as other devices may have contributed to this event. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
It was reported that "cco readings moved up and down between 2.0 to 6.0l during use without any factors observed that would cause the drift of measurement. The readings became stable after a while so the catheter was not replaced and the monitoring was continued. However, the customer was concerned that the readings could be incorrect and they only monitored it as a reference." There were no patient complications reported.